Event description:
The healthcare provider reported that the viality unit seal on the drawer was loose and could not get suction. There was no patient harm. A new viality unit was required to complete the procedure.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an evaluation using a different batch/lot#. The reported leak is confirmed. The cause was likely due to the sliding door shifting due to pressure changes. A leak can develop between the foam tray and sliding drawer is a known issue and being addressed. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.